Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31571503l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav. To perform a flush of the pentaray, irrigation was started, but despite applying pressure, saline solution did not come out. This was noticed before post map. The irrigation route was checked and confirmed to have no issues. The pentaray nav was replaced with a new one, resolving the issue. The procedure was completed without patient consequence. Additional information was received which indicated that no error was found as the issue was found before the tubing was connected to the pump. The issue was noticed before pentaray was used on patient for post-map, but the same product was used without any issue for pre-map. After the pre-map, pentaray was replaced with an ablation catheter, and the procedure was conducted. At that time, the saline infusion from pentaray was stopped by closing the clamp on the medication route. After the procedure with the ablation catheter was completed, pentaray was prepared for post-map outside the patient¿s body, the saline infusion did not occur when the clamp was released.